Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. Visual and microscopic examination of the returned device found that proximal contact was intact and the coil delivery wire was kinked and broken. Functional testing was performed. The device could not be advanced through the introducer sheath due to the damage noted to the delivery wire. Based on the analysis, the as reported event was not confirmed during analysis. The physician may have interpreted or reported the damage of the delivery wire as being the proximal contact. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the investigation results and available information, it is possible that the device was mishandled during the procedure and force may have been applied, this would have caused the damage to the delivery wire. Therefore, an assignable cause of handling damage has been assigned to this investigation.

Event description:
Based on the investigation of the returned product, the coil delivery wire (subject device) was broken. There were no clinical consequences to the patient.